Event description:
The customer reported that the device went into a power failure mode. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device went into a power failure mode. There was no reported patient involvement. The device was evaluated at philips and the reported symptom was confirmed. It was found that the battery pca had bent pins. The battery pca was replaced to resolve the problem. After passing all performance tests the device was returned to the customer for use.